Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus medical systems india (omsi). Omsc reviewed the device history record (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information from omsi, there was the possibility that this phenomenon was attributed to the failure of the output socket due to the excessive force being applied by used in an environment where many parts on the outer of the subject device were damaged. Olympus stated the appropriate handling of clv-190 and the counter measures against abnormalities in the instruction manual of clv-190.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was caused by the failure of the output socket. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus (B)(4), it was found that all leds on the front panel of the subject device blinked. There was no report of patient injury associated with the event.